Event description:
It was reported that during the stenting of an aneurysm, it was not possible to place the delivery system exactly in the right position to deploy the stent due to a combination of "difficult anatomy" and inadequate placement of the guidewire. As a result, the physician had reportedly decided to place the wire again and would need to remove the stent. However, upon removal the stent unexpectedly deployed without movement of the stabilizer. The stent reportedly covered half of the neck of the aneurysm. The procedure was completed by filling the aneurysm with coils. The physician reported the devices were inspected prior to the procedure and nothing unusual was noted, no friction was felt during insertion and continuous flush was maintained.

Manufacturer narrative:
Boston scientific has received the device in question for technical analysis, however, the investigation is still ongoing. Therefore boston scientific cannot conclusively determine the cause of the user's experience. The cause of the event remains unknown. However, it should be noted that the physician reported the patient's anatomy was "difficult" and tortuosity is known to reduce the efficiency of force transmission from the stabilizer to the stent.